Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient embolus is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. This is 1 of 2 reports.

Event description:
It was reported that during treatment of the occluded in m1 segment of the middle cerebral artery (mca), the emboli had traveled from m2 (frontal) to m2 (parietal) and medical intervention was performed to treat the patient¿s ent (emboli to new territory). The procedure was successfully completed. The patient was assessed having a thrombolysis in cerebral infarction (tici) score of 2a before ent treatment and tici score of 3 after ent treatment. Patient status is at home during 90-day visit (90 days after the treatment). Patient¿s mrs (modified rankin scale) score was 3 (moderate disability, require some help but able to walk without assistance of another individual). The score was consistently same since patient¿s discharge.

Manufacturer narrative:
Section b5 executive summary: updated. Section d catalog # search/ product long description/ catalog #/gim search results - corrected. Section d gtin - updated. PMA/510(k) or bla - corrected.

Event description:
It was reported that during treatment of the occluded in m1 segment of the middle cerebral artery (mca), the emboli had traveled from m2 (frontal) to m2 (parietal) and medical intervention was performed to treat the patient¿s ent (emboli to new territory). The procedure was successfully completed. The patient was assessed having a thrombolysis in cerebral infarction (tici) score of 2a before ent treatment and tici score of 3 after ent treatment. Patient status is at home during 90-day visit (90 days after the treatment). Patient¿s mrs (modified rankin scale) score was 3 (moderate disability, require some help but able to walk without assistance of another individual). The score was consistently same since patient¿s discharge. Update additional information: received additional information on 18-jan-2021 indicated that the event did not cause neurologic deterioration and the event was resolved on the same day of the procedure. Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0, nihss (national institute of health stroke scale) score of 10 and mrs (modified ranquin scale) of 2. 24 hours post procedure, the patient neurological assessment showed tici of 3, nihss score of 6. Day 5-7 follow up with nihss score of 6 and mrs of 3. Day 30 follow up, patient's mrs of 3.

Manufacturer narrative:
This is 1 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that during treatment of the occluded in m1 segment of the middle cerebral artery (mca), the emboli had traveled from m2 (frontal) to m2 (parietal) and medical intervention was performed to treat the patient¿s ent (emboli to new territory). The procedure was successfully completed. The patient was assessed having a thrombolysis in cerebral infarction (tici) score of 2a before ent treatment and tici score of 3 after ent treatment. Patient status is at home during 90-day visit (90 days after the treatment). Patient¿s mrs (modified rankin scale) score was 3 (moderate disability, require some help but able to walk without assistance of another individual). The score was consistently same since patient¿s discharge.